Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact on the customer's blood glucose level. To resolve the occlusion issues, the customer changed the infusion set and cartridge and resumed administering insulin. Occlusion alarms continued and the customer reverted to a backup insulin pump.